Event description:
The patient stated that she was hospitalized due to diabetic ketoacidosis, with high bgs of 600 mg/dl. The patient stated that she experienced vomiting, and also lost consciousness. The patient also experienced dehydration and low blood pressure. Prior to the hospitalization, the patient had eaten too much greasy food, which she states caused her bgs to elevate. The patient had also received no delivery alarms, but she stated she was too ill to change the infusion set. The patient was not comfortable with this pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a scratched lcd window and cracked reservoir tube lip.